Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of a ventricular fibrillation (vf) episode with shock delivery with a pause post shock. A boston scientific technical services consultant stated the event displayed a normal 2.25 second post shock delay in order to allow for the device to assess if the shock successfully converted. Additionally, the vf event was preceded by a bi-ventricular trigger paced interval, but many trigger paced beats as patient was in atrial fibrillation (af) and device is programmed to vvir with bi-ventricular trigger and ventricular rate response (vrr). It is possible that the bi-ventricular trigger induced vf. The device remains in service and no adverse patient effects were reported.